Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog, lot number, expiration date and UDI unknown / not provided. PMA/510(k) number not available. Device manufacture date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the driver disengaged from the implant. Implant fell. Another implant placed.